Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information for further investigation was requested but not provided. The affected reagent pack was discarded and was no longer available for investigation. As no further discrepant results were generated after changing to a new reagent pack, an issue with the reagent pack may have been the root cause.

Event description:
The customer stated that they received questionable results for a total of 10 patient samples tested for troponin t stat (short turn around time) - tnt stat on an e601 analyzer. The initial questioned results were reported outside of the laboratory. Samples were repeated on a different analyzer and all resulted as <0.01 ng/ml, which is considered a correct result. The customer stated that they also removed the current reagent pack, switched to using the standby reagent pack, and repeated the samples on the e601 analyzer. All samples had repeat results of <0.01 ng/ml when repeated using the standby pack on the e601 analyzer. The sample results were later corrected. Of the ten samples, the customer provided an example of one patient sample that had an erroneous tnt stat result. This sample initially resulted as 0.06 ng/ml and this value was reported outside of the laboratory. The sample was repeated on a different analyzer, resulting as <0.01 ng/ml. The sample was repeated on the original e601 analyzer while using the standby reagent pack, resulting as <0.01 ng/ml. The repeat results were considered to be correct and a corrected report was issued. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The field service representative could not determine a cause for the issue. He performed preventive maintenance on the analyzer. All quality controls passed and diagnostics were performed without error. The customer explained to the field service representative that the issue did not return since discarding the affected reagent pack.